Manufacturer narrative:
Evaluation of the device determined that the fusebox processor unit was the source of the malfunction. It was not properly receiving or transmitting electrical signals because the connector port was not providing adequate contact. It was replaced at the user site.

Event description:
During a colonoscopy, it was reported that, immediately after hookup, the video display was green and fuzzy. During the procedure the center display was green and fuzzy. During the procedure the center display was jumping. There was no report of pt injury. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.